Event description:
The pt is of large stature and experienced trouble reaching where the ipg is located to successfully recharge. As a result, the ipg was relocated on (B)(6) 2013 to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.